Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A healthcare provider reported that the customer's insulin pump alarmed with a motor error and a compromised force sensor system. It was stated the piston was not moving. Customer's blood glucose was not known. It was agreed upon that the product would be returned for analysis.